Event description:
The device guidestop screw had disassembled from the holder, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation results will be documented in MFR report # 0001811755-2017-01819.

Event description:
The device guidestop screw had disassembled from the holder, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.